Event description:
After review of the medical records the patient was revised to address metallosis and elevated metal ions. Operative note reported brown necrotic tissue. There was confirmed metallosis and metal wear debris throughout the acetabular area and there was no medial wall of the acetabulum.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Doi: (B)(6) 2014: patient received a left hip mom pinnacle/summit tka to treat osteoarthritis. The acetabular cup was fixed with one cancellous screw. The procedure was completed without complications. Dor- stage 1: (B)(6) 2018: patient received a left hip revision to treat elevated cobalt and chromium serum levels and severe metallosis. Upon entering the joint, necrotic and scar tissue was debrided from the posterior joint capsule. Significant metallosis was identified secondary to metal debris caused by the metal head and liner. The acetabular cup was collapsed into the pelvis due to extensive erosion and fracturing of the acetabulum. After explantation of the acetabular cup and acetabular screw, the surgeon notes the severity of the erosion of the acetabular bone would require significant reconstruction. It was decided to abandon the surgery and refer the patient to a reconstruction specialist. The surgeon implanted a temporary modular femoral head without a cup and closed. The stem was well-fixed and retained. The procedure was completed without complications and the patient was transferred to a reconstruction specialist for acetabular reconstruction and definitive implantation. Doe-stage 2: (B)(6) 2018: the patient returned to the or for stage two of her acetabular reconstruction. Upon entering the joint, the surgeon continues the debridement of the metallosis and scar tissue from the initial revision. The surgeon notes there is no anterior column and extensive posterior column loss of the acetabulum. The extensive bone erosion has caused the acetabulum to fracture generating fragments and causing discontinuity/disassociation of the hip structure so severe that plate fixation is impossible. The acetabular reconstruction is accomplished utilizing a competitor acetabular cage, bone screws, cement, and bone graft as well as a depuy synthes ceramic femoral head. The procedure was completed without complications. Doi: (B)(6) 2014 dor: (B)(6) 2018 (stage 1 explantation of products) doe: (B)(6) 2018 (stage 2 acetabular hip reconstruction and definitive construct implantation) left hip

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This medwatch was originally submitted on 09/15/2022 and was stuck in transmission due to an issue with the FDA gateway. On 10/26/2022, the FDA notified depuy synthes that the report needed to be resubmitted. FDA ticket #: (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Update 5th october 2020: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that patient had a metal on metal hip and presented for cup and head ball revision. The cup was loose and the patient had elevated ions. Doi: unknown, dor: (B)(6) 2018, left hip.